Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after experiencing discomfort. Examination revealed poor thresholds due to lv and rv lead dislodgement. The leads were explanted and replaced. There were no adverse consequences to the patient following the procedure.